Event description:
The patient called lfs alleging that one touch meter was reading inaccurately high. The patient obtained a 370 mg/dl on meter and a 127mg/dl on another meter (invalid comparison) within a 10-minute time difference. The patient neither alleged harm nor experienced injury or medical intervention. The customer service representative walked the patient through two-control solution test and both results fell outside the acceptable range. The test strips were in good condition, were not expired, or stored improperly. However, the vial was reported as cracked. It is unknown when the vial was cracked. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meet the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's test strips were replaced.